Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. At this time there is no response from the customer regarding availablility.(B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed extended high ppeak and circuit occlusion. The customer did not report patient involvement or patient harm, at this time it is unknown.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.